Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a loud noise and a puff of smoke observed from synchron lx 20 pro clinical system. The customer powered down the system. There was no effect to patient or user.

Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(6) 2010. 2. The impeller broke and sent dust out of instrument. The fse replaced right frame fan and verified the operation. No electrical problem was noted. The temperature is stable and the system status is normal.